Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be the best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". Attorney alleges that the patient experienced emotional distress. Attorney alleges the device was defective. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, ¿the umbilicus was taken off the hernia sac. A small piece of ventralex mesh was placed intraabdominally and sutured.¿ (B)(6) 2011 ¿ patient was diagnosed with infected ventral hernia thereby underwent open repair with the removal of mesh. Per op notes, ¿the sutures were removed and the mesh was well incorporated on the preperitoneal side but the gore-tex was free of underlying tissues. The mesh was removed. The fascial defect was closed using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". Attorney alleges that the patient experienced emotional distress. Attorney alleges the device was defective.